Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No failed battery test alarms were noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage were within specification. The pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test multiple times during normal use. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer was able to clear the alarm. A replace battery now alarm occurred after the failed battery test alarm. The customer confirmed that the batteries were fully charged and never used before. A new battery was inserted into the device but the failed battery test alarm recurred. The battery cap contacts, battery compartment, and spring were neither damaged, missing, nor corroded. Another new battery was inserted into the device but the failed battery test alarm recurred. The insulin pump will be returned and replaced.